Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to insert into the anatomy (resistance advancing the device) could not be replicated in a testing environment as it was based on operational circumstances. The crumpled together sheath was confirmed as multiple indentations were observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using two proglide devices via a 6f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, during advancement of the proglide devices on the guidewire, the soft part of the proglide "crumpled" together in the skin. The sutures of two new proglide devices were successfully pre-placed and used after the evar procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.